Event description:
Analysis was completed on the returned tablet. No anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications. No additional relevant information has been obtained to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a brand new tablet received by the manufacturer's employee was having issues with a loose tablet usb port to usb cable connection. No additional relevant information has been received to date.

Event description:
The issue was clarified further that no unnecessary strain was being placed on the connection during use. The tablet is not plugged into an outlet while in use, reducing emi. The initial reporter then indicated that he believed this was just a simple issue with the design of the tablet as opposed to an issue with any one specific tablet. The programming tablet was received by the manufacturer for analysis. However, analysis has not been completed to date.